Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 60 indicating a bluetooth communications error, which persisted after instructed restarts, and the device was subsequently replaced; therapy settings and data were preserved through restart, and the patient was advised on shutdown and interim backup therapy. Symptoms included no changes in blood glucose. Outcomes included temporary interruption of pump without hospitalization. The device was returned for evaluation. Preliminary investigation of this case revealed a persistent communication failure that did not resolve with restart. The complaint verified that alert 60 appeared in the notification menu. The addresses for both the bluetooth version and the ble bootloader displayed as 0.0.0. After replacing the original hoverboard with a functioning one, both addresses appeared, and the device operated without alerts, as intended. Despite a high temperature reflow applied to the original hoverboard's u4 chip, the issue persisted, resulting in no addresses being displayed. The cause of the alert is the hoverboard u4 chip and no further troubleshoot can be performed. The user's complaint was confirmed.